Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for creatinine and co2 on a cobas c 303 analytical unit. The initial creatinine result was 148 umol/l. The repeat on a cobas pro analyzer was 67 umol/l. The initial co2 result was 110 mmol/l. The repeat on a cobas pro analyzer was 20.1 mmol/l.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The field service engineer (fse) found styrofoam on the rinse nozzles. The fse removed the styrofoam and cleaned the affected areas. Photometer maintenance was completed, and all of the cuvettes were replaced. The customer performed calibration and qc with acceptable results. The customer repeated patient samples, and the results were reproducible. The investigation is ongoing.